Manufacturer narrative:
H2-3) the part was returned to the manufacturer for evaluation. The results of the analysis concluded that no failure was found. Unable to confirm reported complaint, "early termination burning smell." Install control box into test system for several days. The system booted and readied on each power cycle. Perform motion calibrations, all passed. System performed as normal and motion travel on all axes was smooth and functional. Perform 2d and 3d images, all were successful. No fault found while under test. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000442r, serial/lot #: (B)(6) rev. E: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that as she was attempting to complete the imaging system calibration on this new install, she was unable to complete a spin as the message "early termination" appeared. This occurred 4 times, and cc did not release the x-ray button early. On the last spin, cc reported a burning smell coming from the imaging system. Additionally, during these spins, the gantry and pendant would unexpectedly shut down. The ias power button and battery indicator led would stay illuminated, but the source/detector leds and the pendant would shut off. She had to reboot the ias (imaging acquisition system) for it to get power. There was no patient involvement.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and found that the gantry controller would lose c ommunication with the interface. Investigated logs and found after the interrupted acquisition the fault to after a detailed log analysis, they quickly identified the fault in the gantry controller and efficiently coordinated part replacement and service scheduling. Despite site constraints, they adapted by performing controller replacement and calibration in the hallway to minimize downtime. They maintained clear communication with clinical engineering to ensure compliance and scheduling. Upon returning, they restored full gantry rotation but discovered a separate rotor tractor drive issue during advanced troubleshooting. They promptly escalated, communicated updates to both the customer and medtronic sales, then coordinated rapid access to an approved room. On the final visit, they replaced the rotor tractor drive and completed all system calibrations and verification. Their efforts enabled successful 3d acquisitions, and they returned the system for final medtronic rep calibration. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000442r, product ID: bi71000192. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.